Manufacturer narrative:
Technician found that the active break casters were not locking into place. Replaced the 2 brake casters to resolve this issue.

Event description:
Info received that the active break casters were not locking in to place. No injury reported.